Manufacturer narrative:
The affected device was examined onsite by draeger service technician and the log file were made available for further investigation at the manufacturer¿s site. Based on the log file analysis the reported issue could be verified: after the device had been running on external battery, the device switched over to operation on internal battery as specified after the external battery had run empty. Activating the internal battery was indicated by the associate alarm (11:50 a.m. ¿internal battery activated¿). As the device was continued to be operated on internal dc power, further alarm messages were generated to indicate a decrease of battery capacity (12:09:20 a.m. Mid priority alarm ¿internal battery low¿ / 12:12:52 a.m. High priority alarm ¿internal battery discharged¿). After posting the high priority alarm the ventilation stopped due to loss of power. After re-connecting the device to ac mains, the device immediately restarted (at 12:21:07 a.m.) And resumed the ventilation according to the previous settings without further user interaction necessary. At 12:21:36 a.m. Ventilation was actively switched off by the user. Based on the log file review it could be confirmed that the device shut off during operation due to a complete loss of power (no ac power source connected, external and internal battery had run empty). A malfunction or an early depletion/premature capacity loss of the internal batteries could not be excluded, as per logfile a shortened runtime of the internal battery was found. It was recommended to check capacity of external and internal battery and replace, if necessary, prior to next use. Based on the log file review it could not be confirmed that no alarms were generated. The device was finally tested without deviation and confirmed to be operating as per manufacturer specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Reported vent fail and no alarms.